Manufacturer narrative:
Analysis of the device, serial # (B)(4), found no significant anomaly. Telemetry and output were found to be okay; and it was noted that on the based on the information received, the device experienced normal battery depletion.

Event description:
It was reported that the implantable pulse generator (ipg ) was dead after heavy use. It was noted that the device was explanted. It was further reported that the device was depleted prematurely after heavy use ¿24/7.¿ it was additionally noted that the patient was alive with no injury or adverse event at the time of the report and no symptoms or injured were related to this event. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.